Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no reported adverse impact to customer's blood glucose level. Customer declined to provide information regarding alternate insulin therapy.